Event description:
Information was received from a healthcare facility via manufacturer representative regarding an endoscope used for spinal therapy. It was reported that the inner lens was broken and the image had cloudiness. Additional information received that this event happened post operatively. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
H3: product analysis # (B)(4): product:9560100, item:10,lotno:1827283r during the incoming inspection, broken inner lens and image cloudiness were confirmed. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.